Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product type: {0195-heart valves}; product ID: {l-evolutfx-2329}; product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this medtronic transcatheter aortic valve in a patient with a septal bulge, a pre-implant balloon aortic was performed due to calcification. Subsequently, the valve and delivery catheter system were inserted into the patient and the valve was fully deployed at a depth of 3 mm on the non-coronary cusp (ncc) and 2 to 3 mm on the left coronary cusp (lcc). Following deployment, the valve dislodged into the ascending aorta. Valve depth after dislodge was +2 mm on the ncc. The dislodgement was attributed to the patient's anatomy. The valve was subsequently replaced with another medtronic valve via a transcatheter procedure. No patient complications have been reported as a result of this event. There was a procedural delay of 1.5 hours.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve deployment was over a non-medtronic guidewire with a deployment starting point below the pigtail catheter.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 71.5 millimeter (mm) with a perimeter derived diameter of 22.8mm suggesting a 26mm evolut. The aortic valve appeared to be moderately calcified. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. Valve depth during deployment was approximately 3mm on the non-coronary cusp in the cusp overlap view, and 4mm on the left coronary cusp in the left anterior oblique (lao) view. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, the valve depth was deemed acceptable, and the valve was released. Evidence shows that the guidewire was not pulled back prior to final release. Of note, to minimize unintended valve movement, medtronic recommends pulling back the wire from the apex of the left ventricle, applying slight forward pressure/force onto the delivery catheter system (dcs) and very slow release. After release the nose cone appeared to be near the edge of the inflow and sometime during removal of the dcs the valve dislodged aortic. The dislodgement event was not captured but evidence suggests that the nose cone might have contributed to the dislodgement. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. The dislodged valve was snared, and a non-medtronic valve was implanted. As stated in the IFU, potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.